Manufacturer narrative:
(B)(6).

Event description:
The customer has reported that their monitor had a speaker malfunction; there was no sound coming from the monitor. No adverse events or patient harm have been reported.